Event description:
Boston scientific received information that the right atrial (ra) lead was dislodged. No revision was done instead the patient was reprogrammed to vvi mode. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead was dislodged. No revision was done instead the patient was reprogrammed to vvi mode. The lead remains in service. No adverse patient effects were reported.